Manufacturer narrative:
The unit was received with blank dispaly due to a corroded battery tube. The unit was tested with a test battery tube and no blank display occurred. The unit was received with cracked casing on the lcd display window corners and a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The patient's blood glucose at the time of incident was 143 mg/dl. The display was currently blank. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The customer did not want to finish troubleshooting. The insulin pump was returned and replaced.